Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 474 mg /dl. The customer treated with the insulin pump. The customer performed a manual prime and saw insulin exit the tubing. The customer was sent a tubing clamp and was advised to call back to perform the high pressure test. The insulin pump was not replaced or returned for analysis.